Manufacturer narrative:
According to the facility, "on (B)(6) 2025, 67 y/o female into the office with c/o of urinary tract infection signs and symptoms. Patient denied any fever but was c/o pain upon urination, blood in urine and strong odor to her urine. A urine dip was completed using the urine reagent 10sg 100 strips/bt, with the ref# mphua10sg, lot # 98124030001, with expiration date of 04/10/2026. The dip showed positive for blood, protein and ketones. All other results on strip were negative. Our provider sent the urine sample to the lab with an order for ua with cns microscopic. It resulted with wbc esterase +1, occult blood +1, wbc 11- 30, epithelial cells >10/hpf, crystals present, bacteria-many and yeast present, with a result of escherichia coli. Patient was started on macrobid 100 mg po bid for 5 days, and educated on uti prevention. Patient is now stable". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "on (B)(6) 2025, 67 y/o female into the office with c/o of urinary tract infection signs and symptoms. Patient denied any fever but was c/o pain upon urination, blood in urine and strong odor to her urine. A urine dip was completed using the urine reagent 10sg 100 strips/bt, with the ref# mphua10sg, lot # 98124030001, with expiration date of 04/10/2026. The dip showed positive for blood, protein and ketones. All other results on strip were negative.